Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic cholecystectomy procedure, the patient returned to the ward, and needs to performed a second operation due to sudden drop of blood pressure, and showing an hemorrhagic shock. On the second operation the surgeon found out that the absorbing clip that was used clamps at the end of the gallbladder artery resulting to bleeding more than 500cc, and blood transfusion was required.